Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was performed. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not possible. Upon further troubleshooting, the fse found that problem with the wired footswitch. The fse replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the examination room footswitch would not do fluoroscopy. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not possible. Troubleshooting actions showed a problem with the wired footswitch. The fse replaced the wired footswitch and returned the system to use in good working order.